Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited no image. It was reported that the issue occurred during preparation for use/setup, with no patient in the room. There were no reports of patients¿ harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, a root cause could not be identified/determined. Olympus will continue to monitor field performance for this device.